Manufacturer narrative:
The device was received and evaluated. The pod was found to function as intended with no evidence of any manufacturing deficiencies that would lead to insufficient insulin delivery. The distal tip of the exposed portion of the soft cannula was found to have been damaged. It is unclear when and how the damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 19.9 mmol/l (358.2 mg/dl). The pod was worn on the patient's hip/buttocks for between 36 and 48 hours. As treatment, a new pod was applied.